Manufacturer narrative:
The customer's meter and strips were returned. The complaint was not confirmed during product testing and no new issues or errors were observed. All results were within the range specification during control solution testing.

Event description:
The customer's daughter-in law reported that the customer received a reading on their precision xtra meter and gave herself insulin based on the reading (per the meter's memory log, the reading recorded on the event date was 266 mg/dl.) Customer then reports hallucinating and experiencing symptoms of hypoglycemia. The customer was treated at a hospital and diagnosed with severe hypoglycemia. Additionally, the customer drank orange juice and ate cheese crackers to relieve her symptoms. There was no report of death or permanent impairment.